Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has touch screen malfunction. Customer was unable to start treatment. When customer tried to do so, the touchscreen did not respond and they were unable to start treatment. After repeated touching, it responded and treatment was started. The equipment was replaced with other equipment owned by the hospital and treatment continued. There was no patient injury.

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, h2, h6, h10, h11 corrected fields: b5, e1.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the touchscreen and the display monitor to video gen kit. Various tests were carried out, and the equipment was working well.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has touch screen malfunction. Customer was unable to start treatment. After repeated touching, the patient responded and treatment was started. The equipment was replaced with other equipment owned by the hospital and treatment continued. There was no patient injury.